Manufacturer narrative:
(B)(4). D10: additional associated products. 42502807401 femur trabecular metal (cr) standard porous lot#: 66113243. 42532008301 tibia cemented 5 degree stemmed left size h lot#: 66497706. Ep-189124 e1 vngd as tib brg 14x83 lot#: 747520. G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a knee replacement on an unknown date. Subsequently, the patient was revised due to infection. The articular surface and patella were revised.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d4, g3, g6, h2, h4, h6, h11. Corrected data: section d6a was corrected: implant date is unknown. Section h4 manufacturing date corrected. Section h6 component code corrected. Attempts have been made to gather all product identification information and no further information has been provided. Product has not been returned. No product evaluation was able to be completed. No further actions will be initiated as a result of reported event. Root cause of the reported event is not device related. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.